Event description:
The end user fell while ambulating with the crutches and fractured his leg.

Manufacturer narrative:
The end user was using crutches following an acl repair. It was reported that the hand grip broke and the crutch tips wore through, causing the end user to slip and lose his balance. He apparently fell and suffered a leg fracture. No other details pertaining to the incident or the end user were provided. The sample was returned and evaluated. One of the two clasps was missing from the hand grip of one crutch. It is not known what happened to the clasp. The actual hand grip had no visible damage, remained in place with the remaining clasp and maintained a level of weight bearing capacity suitable for normal usage. The crutch tips were extremely worn and the crutch extension leg was visible through a tear in one of the tips. Dirt was found on the inside edges of the torn tip, indicating it had been used for a period of time after the tip integrity was compromised. Tape was found wrapped around the crutch extension leg, immediately above this torn crutch tip. The presence and location of the tape suggests it had been placed to prevent the movement of the tip upward on the crutch extension leg during use. The instructions state that before each use, the crutch tips should be inspected to assure they are in good condition and that they should be replaced immediately when worn. The sample evaluation suggests the crutch was used with a self-repaired and damaged tip.